Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device didn't start up when powered on. The device's system board needs to be replaced to address the issue. However, since the lease term of the device is ending in august 2024, the device will be scrapped without repaired.